Event description:
It was reported that this right atrial (ra) lead was damaged and no longer being used as well as exhibited noise oversensing resulting in atrial tachy response (atr) and a signal artifact monitor (sam) episode. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).